Manufacturer narrative:
.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient¿s notice and the allegations there in are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a hip procedure on an unknown date in (B)(6) 1991. Subsequently, a revision procedure has been indicated due to patient allegation of inability to walk; however, no revision has been reported to date. This report is based on allegations set forth in patient¿s notice and the allegations there in are unverified.